Event description:
On (B)(6) 2011, a distributor reported that 12 abl80 flex analyzers were exhibiting intermittent problems with multi-sensitivity errors with ise sensors. This is the 12th medwatch report for the 12 analyzers reported.

Manufacturer narrative:
Method: this unit is part of a recall (reported to FDA on (B)(4) 2012, 2027541-02/03/2012-r) and has not been physically evaluated. Investigations from similar units that are part of the same recall have revealed that there is a potential electronic problem concerning the signal data board ((B)(4)). Some boards are susceptible to a voltage spike with can induce an error condition. This condition can occur during normal use and without warning and can lead to calibration failures for the ph, pco2, cna+, ck+, cca2+, and cc1- sensor channels. There have been no reported cases of mistreatment or injuries associated with this issue. As of (B)(4) 2012, this unit has been corrected (replacement of pc boards) as part of the recall corrective actions.